Manufacturer narrative:
A ge service rep advised customer to replace batteries and provided the part number. No service was performed.

Event description:
The customer reported that the 9600 system had a saturation fault error. No pt injury was reported.